Manufacturer narrative:
Correction: section h6 - type of investigation corrected.

Manufacturer narrative:
A device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities. Review of the sterilization records confirmed normal sterilization cycles for the products. The cause of infection could not be determined.

Event description:
It was reported that following a recent implant, the patient presented with an infection. During a procedure to explant the system, the right ventricular (rv) lead could not be completely extracted from the implantable cardioverter defibrillator's (ICD) header after it was unscrewed. The system was explanted. The rv lead tip remained in the explanted device header. The patient was stable